Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for twenty seven days. The cause and treatment were unknown. It was not reported if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.